Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl; cause was not known. A manual insulin injection and correction bolus via the pump were administered to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.